Manufacturer narrative:
Two controllers were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. The reported event was confirmed when the units were analyzed; the uic and pmc software were not updated with the smr software. Analysis of the devices revealed that the devices passed visual inspection and functional testing; the controller was successfully upgrade during bench testing. The smr software may fail, however, the smr protocol states that multiple attempts may be needed to successfully upgrade the controller. Based on the available information, the reported inability to upgrade the controllers was not confirmed during testing; the controllers were successfully upgraded. Per the instructions for use (IFU): the hvad controller is a microprocessor unit that controls and manages the heartware system operation. It sends power and operating signals to the blood pump and collects information from the pump. According to the instructions for use (IFU), users should always have a backup controller available and programmed identically to the primary controller. The IFU and patient manual instructs users to return any damaged components to heartware. Any observed damage would be mitigated by the exchange of this component for another one. This will most likely result in user annoyance with no effect on the functioning of the pump. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. Controller - (B)(4) / 1407ca / manufacturing date: 07/31/2014 / expiration date: 07/31/2015. (B)(4).

Event description:
A report was received that two controllers were associated with software upgrade failures after multiple attempts to upgrade them. The site reported that the controllers displayed controller fault alarms and that the monitor displayed software upgrade fail alarms. The devices were exchanged with no reported patient consequence.